Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an ins pocket revision. The date of the revision was unknown. It was noted that the ins needed to be reoriented so that the patient¿s position and stimulation could be correct. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) indicating that they were able to reorient the device. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the reason for the revision was that the ins was uncomfortable for the patient. The revision took place on (B)(6) 2017. The patient's weight was provided. No further complications were reported.